Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on (B)(6) 2017 reported the person to contact for more information was the healthcare professional. The cause of the pump tilting/uncomfortable in pocket was unknown. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown morphine 25mg/ml fo r a total dose of 17mg/day via an implantable pump for non-malignant pain. It was reported a pocket revision occurred as the patient reported the pump was tilting and was uncomfortable in the pocket. Factors that may have caused, contributed, or may have led to the event was unknown. Actions/interventions performed included surgical intervention. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that the pump remains implanted. Event date was unknown. No further complications were reported/anticipated.